Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose from (B)(6) 2020 to (B)(6) 2020 with blood glucose of 548 mg/dl and insulin pump under delivering insulin. Customer treated with injections if needed. The customer stated that she had issue of heart rate but it was because of high blood glucose. Customer stated they had high and low heart rate at time. Customer declined to test insulin pump. The insulin pump and reservoir both will not be returned for analysis.